Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. Additional h3 investigation summary: it was received for analysis three opened samples of product code j489g, lot phm595. During the visual inspection of the samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or kinked suture were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phm595 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2020-06902. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. The surgeon passed the suture through the skin and due to how rough the suture passed and not pulling through as easily as usual, the surgeon looked closer and noticed it came out frayed on the other side. The surgeon opened a suture from a box with different lot and it worked fine. There were no adverse patient consequences reported.